Manufacturer narrative:
This issue was identified during preventative maintenance (pm) is not reportable event.

Manufacturer narrative:
B4: (B)(6) 2021. This issue was identified during preventative maintenance (pm). The international philips field service engineer (fse) reported that a ventilator had a touchscreen that did not work in some areas. The device was evaluated by the fse who confirmed the reported problem. The fse replaced the touchscreen. The device was reported to have been repaired. No other anomaly was reported. The issue was found during maintenance and will be detected prior to use on a patient.

Event description:
The international philips field service engineer (fse) reported that a ventilator required a touchscreen replacement. Patient involvement is currently unknown. More information has been requested.